Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter. The edges of the complete circumferential break on the catheter were noted to be uneven and the surface was noted to be glossy with striations throughout. The port body was patent to both infusion and aspiration without issue. Therefore the investigation is inconclusive for the reported suction issue and difficult to remove issue as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years four months and twenty six days post port placement, the port system was attempted to be removed via the upper right arm, the catheter allegedly could not be removed. It was further reported that the blood return could not be confirmed through the catheter. Reportedly the catheter was cut and the port body and the proximal catheter segment were removed. The hcp decided that the distal catheter segment remains inside of the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years four months twenty six days post port placement, the port system was attempted to be removed via the upper right arm, the catheter allegedly could not be removed. It was further reported that the blood return could not be confirmed through the catheter. Reportedly the catheter was cut and the port body and the proximal catheter segment were removed. The hcp decided that the distal catheter segment remains inside of the patient¿s body considering the risk of removal and continues the follow-up observation. There was no reported patient injury.